Manufacturer narrative:
(B)(4). The complaint device was returned for evaluation. The device was visually inspected and no defect was found. The receiver log was reviewed and no errors were observed. The device was determined to be operating within the required specifications without malfunction. The reported event of a screen display frozen was not confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Clinic representative contacted dexcom technical support on (B)(6) 2015 to report a frozen display screen that occurred on (B)(6) 2015. No additional patient or event information is available.